Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination found distal stent damage ¿ the stent has been pulled and stretched. The struts have been pulled distally towards the tip. The end struts were not opened and did not show any signs of damage. The stent was not dislodged from the balloon. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgment occurred. During preparation of a 2.50 x 16 synergy¿ drug-eluting stent, it was noted that the stent dislodged when the device was unsheathed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment occurred. During preparation of a 2.50 x 16 synergy¿ drug-eluting stent, it was noted that the stent dislodged when the device was unsheathed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.